Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for an atrial arrhythmia with rapid ventricular response that was detected as fast supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.